Event description:
I work at a pediatrician clinic and we have been using needles sent to us with our covid vaccines. However, I feel that this needle is unsafe for use, especially with children. It supposed to be a hypodermic safety needle, with a snap on type of safety cap that encloses the needle to prevent needle stick injuries. However there are some issues with it. The needle states "manufactured for: ht-strefa s.a. Ul adamowek 7, 95-035 ozorkow, poland." I'm not sure of the brand name as we were just sent bags of these needles but not the boxes they came in. (B)(6), phone: (B)(6), email: (B)(6) . Submission: (B)(4).